Event description:
On april 14, 2010, the lay-user/patient contacted lifescan (lfs) requesting assistance with the onetouch ultramini meter because she is testing her blood glucose in memory mode. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate (cca). The product issue began on (B) (6) 2010 (unspecified time). At 4 pm, the patient obtained a blood glucose reading of "500 mg/dl and 336 mg/dl" on another meter while she was at urgent care. At that same time, the patient was treated with 20 units of fast acting insulin. Reportedly, the patient developed symptoms described as "dizzy, almost fainted" around 11:30 pm. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the product issue was resolved with training. This complaint is being reported because the patient claimed that she received medical intervention suggestive for hyperglycemia around the same day the patient had the reported product issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.